Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced with non-allergan brand. This record relates to the left side.

Event description:
Healthcare professional, additionally reported, left side "textured". Device exchange, due to patient concern with the product.